Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a wearable failure that occurred at some point on 06/01. The parent found her adult son lying on the floor around 8:30 am. Symptoms at the time included headache, shakiness, and disorientation. The cgm value was around 250 mg/dl, and no bg fs was performed. No treatment at home occurred. The parent brought her son to the emergency room (ER) at approximately 10:00 am where he was diagnosed with dka. Treatment included IV fluids and a breathing treatment. At the time the event was reported the length of stay was less than 24 hours. No other patient or event details were specified. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.